Event description:
It was reported to philips that the device's therapy knob is not selecting the correct selection on the dial pad. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.